Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. It was reported that patient had developed what looks to be an infection on magnetic resonance imaging (MRI) around the hydrogel. Patient was complaining of constipation, he was given fleet enemas. The physician felt that potentially the fleet enemas may have caused a rectal injury. Upon review of the images, there appears to be a clear walled off section of the spaceoar remnants with a thick rind and then a fistulous tract extending into the rectum. The fistulous tract was potentially caused by the formation of an abscess that walled of the spaceoar gel and eventually eroded into the rectum. The patient condition was reported to be doing great and has fully recovered.